Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she cannot get past the rewind process on the insulin pump while filling the tubing. Customer's doctor advised her to have the insulin pump replaced. Blood glucose reading was 298 mg/dl. Troubleshooting was performed. The insulin pump was found to be functioning as designed. Nothing further reported.